Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), urinary tract infection ("uti"), tooth disorder ("dental probs"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), panic attack ("panic attacks"), abdominal distension ("bloating") and cervical dysplasia ("precancerous cells in cervix") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salping. {bilateral},hyst. (Full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, vaginal discharge, urinary tract infection, tooth disorder, nausea, fatigue, gastrointestinal disorder, alopecia, weight increased, weight decreased, panic attack, abdominal distension and cervical dysplasia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, cervical dysplasia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, panic attack, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, psych injury, vaginal infect, vaginal discharge, uti, dental probs., nausea, fatigue, gi conditions, hair loss, weight gain, weight loss, panic attacks, bloating, and precancerous cells in cervix. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09/12/2019: pfs received. Date of explant added. This case become incident. Event injury was update to pelvic pain following events were added: gen. Abnorm. Bleed, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), menorrhagia (heavy menstrual bleeding), psych injury, vaginal infect, vaginal discharge, uti, dental probs., nausea, fatigue, gi conditions, hair loss, weight gain, weight loss, panic attacks, bloating, and precancerous cells in cervix. Reporter information was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.